Event description:
It was reported that during preparation after connecting the device to the host, the fiber had no energy. The procedure was completed with another fiber with no patient complications. Analysis of the returned fiber identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece and no defects to the fiber body. The tip was in good condition; however, an internal connector fracture was identified and no aim beam. There was no light exiting face. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. There is no indication that the device was not used in accordance with the IFU. Based on the information available, boston scientific concludes that the reported fiber not working was confirmed. This condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure which indicates, expected or random component failure without any design or manufacturing issue.